Event description:
It was reported that during a transcatheter aortic valve implant procedure, while the left ventricle guidewire was positioned, atrio ventricular dissociation was observed via electrocardiogram (ECG). After placement of the valve, pacing dependence persisted, so temporary pacing was initiated via access from the patient's neck prior to exit of the operating room.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013013181); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the atrio-ventricular dissociation was complete heart block (chb) and the guidewire used du ring the procedure was a non-medtronic device.